Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise on the electrograms (egms). Ts discussed programming options and noted low r-wave sensing and noise which could lead to an inappropriate shock. There were episodes of inappropriate right ventricular (rv) lead anti-tachycardia pacing (atp) towards the beginning of the year due to noise. The rv lead pace impedance showed high, out-of-range values of greater than 2500 ohms as well. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise on the electrograms (egms). Ts discussed programming options and noted low r-wave sensing and noise which could lead to an inappropriate shock. There were episodes of inappropriate right ventricular (rv) lead anti-tachycardia pacing (atp) towards the beginning of the year due to noise. The rv lead pace impedance showed high, out-of-range values of greater than 2500 ohms as well. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the patient underwent a therapy downgrade procedure from an implantable cardioverter defibrillator (ICD) system to a pacemaker system, and this chronic right ventricular (rv) defibrillation lead was kept for rate/sense. It was noted that the lower rate limit (lrl) was 40 beats per minute (bpm) and the rv lead was currently programmed to unipolar. Rv non-capture was observed at 7.5v, however sensing appeared appropriate at 7-9 mv. Threshold measurements could not be obtained at the patient's previous device check in november 2022. The presenting egm revealed auto lead detect (ald) oversensing. Impedance trends showed high out-of-range rv pace impedance measurements greater than 3,000 ohms for the past year. It was suspected that the rv impedance measurements had been out of range since the device changeout procedure, as ald was not satisfied. Histograms and rate counts also showed a high heart rate. However, there were no noise or v-tachy events were stored, and review of settings confirmed v-tachy storage was on. It was noted that the patient experienced some dizziness. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No additional adverse patient effects were reported.